Event description:
It was reported that during a da vinci s surgical procedure, the system did not recognize the maryland bipolar forceps instrument. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Result and conclusion: the instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on an in-house test system and the instrument was successfully recognized, with zero uses remaining. When the instrument was removed from the system, engineering observed a pogo pin which sticks during actuation and does not return to its original position. It was concluded that the sticking pogo pin may have caused the recognition issue experience by the customer and improper cleaning techniques may have contributed to the sticking of the pogo pin. Engineering evaluation also observed that one side of the distal end of the main tube has a 2.1" long section with material removed. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.